Event description:
It is reported that customer received a motor error alarm during rewind. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to an encoder out of phase. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.